Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was unresponsive to clear the unexpected restart alarm they received. Customer's blood glucose was 44 mg/dl. Customer treated their blood glucose with food. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No reset error alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.